Manufacturer narrative:
Main investigation conclusion: the reported event of no external power alarms was confirmed via a review of the log file. The heartmate mobile power unit (mpu) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log file showed events spanning approximately 6 days ((B)(6) 2021 ¿ (B)(6) 2021 per timestamp low power hazard and no external power alarms were recorded on (B)(6) 2021 at 20:33:00 ¿ 20:33:04 and were caused due to loss of ac power while the system controller was connected to the mpu. The alarms were cleared once power was restored. The backup battery provided power during these events. There were no other notable alarms active in the log file. Pump operation was not affected. Multiple good faith efforts were sent to request the serial number of the mpu, if the mpu has a v-lock connector, if environmental circumstances caused the alarms and if the power cords came loose at the outlet or the back of the mpu; however, no response was given. The root cause of the reported events was unable to conclusively determined through this investigation. Heartmate iii instructions for use, rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook, rev. C, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including low power hazard, power cable disconnect, and no external power alarms. Heartmate iii instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook, rev. C, section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were unable to be reviewed due to the serial number of the mobile power unit being unknown. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's log file was sent for review. A review of the log file revealed a no external power event on (B)(6) 2021. This was caused by power to the mobile power unit (mpu) being briefly interrupted. This may be due to the mpu ac power cord coming loose at the mpu, ac wall outlet or house power disruption. The remainder of the file was unremarkable.